Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that as soon as the device was plugged in it started to activate. Another device was used to complete the procedure without incident. There was no pt injury.